Manufacturer narrative:
Serial number/lot number has been requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced alarms including low flow, low speed, and pump off. These all occurred in the middle of the night three nights in a row while the patient was standing to pee. Currently inpatient on ungrounded cable. Technical services reviewed the log file and found three pump stops on (B)(6) 2020 and (B)(6) 2020. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. In order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power or an ungrounded cable until further investigation is completed. In addition, the log file captured a no external power event on (B)(6) 2020. This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet, or house power disruption. There was no interruption in pump support during these events. The alarms were audible and visual. Related manufacturer reference number: 2916596-2020-03458.

Manufacturer narrative:
Section h4: there was no serial number available therefore the manufacturing date was unable to be populated. Manufacturer's investigation conclusion: the report of no external power and pump stoppage events was confirmed via the log file. The log file was submitted for review with events spanning approximately 17 days (20jun2020 ¿ 06jul2020 per the time stamp). A no external power event activated on 05jul2020 at 09:47:29 due to a temporary loss of power while connected to the mpu. The backup battery provided power to the system during this event and the alarm cleared when power from the mpu was restored. Pump operation was not affected. The pump stoppage events were also confirmed within the log file. Pump stoppages were captured on (B)(6) 2020 with corresponding hazard alarms for low speed and low flow. All pump stoppage events occurred while the system was supported by the mpu and appear to resolve when the patient switches to battery power. This issue could be indicative of the driveline damage, which addressed under vad-63193, MFR number 2916596-2020-03458. The mpu (serial #: mpu-unknown) was not returned for analysis. Several good faith efforts were made to obtain the event information (including the serial number of the mpu, if the cause of the loss of power was determined, and the status of the device); however, no response was given and no device was returned for analysis. As a result, the root cause of the reported no external power event could not be conclusively determined. To date, the mobile power unit associated with the reported event is unavailable and the complaint file will be closed accordingly. If the product is returned at a later time, the complaint will be re-opened. Heartmate ii lvas IFU, heartmate ii patient handbook, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. No external power alarm immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate ii lvas IFU heartmate ii, patient handbook contains important cautions and information on general equipment care, storage, and management. Heartmate ii lvas IFU, heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.